Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the ac on indicator on the power module front panel not working was confirmed. Two surface mounted resistors that are part of the front panel indicator drive circuitry (for the ac on indicator circuit and a power failure indicator circuit) were missing. The components appeared to have been sheared off the pm pcb assembly (pm board). There was a gouge/scratch approximately one inch in length that went through were the missing components had been on the pm board. The pcb pads for the missing components had solder remnants on them, indicating that the damage was mechanical. The customer reported the event was observed after the unit had been returned from service. Per device build records, the pm board originally installed into the unit when it was built. The power module was repaired by replacing the pm board. The repaired unit was tested, and returned to the customer. The power module assembly (pn 103286) was built in dec 2012. The top assembly (pn 1340) was packaged and placed into inventory on dec 14, 20. The unit was shipped to the customer on mar 5, 2015. The unit was last serviced on apr 15, 2019 (monitor connector replaced). The unit was shipped back to the customer on mar 30, 2020. Power module (pm) setup and use are addressed in the heartmate 3 lvas instructions for use (IFU), and the heartmate power module instructions for use. Power module alarms are also addressed in the heartmate 3 lvas IFU, and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was returned for service due to the green "power on" light not illuminating. The power module was working normally, and the system monitor was functional. The unit was removed from use. No patient involvement reported.